Manufacturer narrative:
Additional information: h6. It was reported that during a hip prothesis surgery when cutting the femoral neck, the saw blade got stuck in the bone. The reported event was confirmed. The manufacturer evaluation revealed a loose (tool) connection along with a loose screw at the claw. The most likely cause is attributed to a supplier manufacturing issue.

Event description:
It was reported that during a hip prothesis surgery when cutting the femoral neck, the saw blade get stuck in the bone. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.